Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The customer alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: during investigation, the battery compartment was found to be cracked. The pump was opened and there was evidence of moisture found internally. There was moisture found on the display. Due to moisture, there was a vertical line through the display. A leak test was performed and failed due to a battery compartment leak. Unrelated to the original complaint, the pump case was found to be cracked.